Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2 marked in error. The device was returned to olympus for evaluation and the evaluation confirmed the specified fault reported in addition to the clogged nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope's image disappeared during an unknown procedure. There were no consequences for patient, and the procedure finished with other scope. The device was returned to service where evaluation found the nozzle was clogged by transparent plastic residue external to the endoscope. This report is being submitted for the reportable function found at evaluation.